Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video-assisted thoracoscopic surgery, the first cartridge was articulated, and the handle was squeezed to close the jaws, but the jaws did not close. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.